Event description:
It was reported that: "staff stated manta failure during deployment due to the "manta device becoming stuck in the introducer." Other relevant information: "there was no issues advancing the sheath during the procedure. Severe resistance was met when attempting to advance the bypass tube. Bypass tube did not kink but physician felt that it nearly kinked. Manta was removed, wire left in place second manta was deployed. There was no harm or consequence to the patient."

Manufacturer narrative:
(B)(4). One 18f unit of manta and sheath, 8f puncture locator, and 18f manta introducer were returned for evaluation. Blood particulates were noted on the unit. The unit was decontaminated and inspected. The manta handle unit was locked into the sheath hub, and the trigger was not actuated. Components (collagen, lock, and footplate) and bi-pass tube partially protruding from the manta closure carrier tube, appear damaged. The device lot history record review for lot number 73d2401024 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A patient, presented in the or for a tavr procedure. No issues were encountered advancing or withdrawing the procedural sheath during the case. Following the tavr an 18f manta was deployed for closure. While inserting the bypass tube through the he mostatic valve of the manta sheath, the surgeon encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 18f manta device and sheath were removed, and a new 18f manta device and sheath (same model) were loaded and deployed without issue. The patient did not experience any harm or health consequences due to this event and the outcome post-procedure was fine. The manta instructions for use (IFU) indicate in step 3 of inserting the device: note: if significant resistance is felt, insert the bypass tube into the manta sheath, remove the entire system, and open a new device. Also, if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders and only initiate a new non-conformance if the occurrence rate exceeds (B)(4). The der process will continue to monitor for any similar events.

Event description:
It was reported that: "staff stated manta failure during deployment due to the "manta device becoming stuck in the introducer." Other relevant information: "there was no issues advancing the sheath during the procedure. Severe resistance was met when attempting to advance the bypass tube. Bypass tube did not kink but physician felt that it nearly kinked. Manta was removed; wire left in place second manta was deployed. There was no harm or consequence to the patient."

Manufacturer narrative:
(B)(4).